Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary treatment procedure was being performed when the issue occurred and was completed by using the mobile c-arm. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to produce x ray. The customer restarted the system, but the issue persisted. The review of system logfiles showed that no tube focus was being read by the xsc and point calibration failed. Upon troubleshooting, the field service engineer (fse) found that the power inverter (point) certeray was defective. The supplier's part analysis has conclusively determined the cause of the power inverter certeray failure was due to the start of the adaptation was interrupted with error message as xsc point calibration failed. To resolve the issue, the fse replaced and calibrated the power inverter certeray and performed level one testing, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.